Manufacturer narrative:
(B)(4)

Event description:
The pt experienced intermittent shocking. The leads were broken and the neurostimulator has not worked for some time. A new system is needed. Additional info has been requested.